Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 18-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2009, essure (fallopian tube occlusion insert) was placed. The consumer experienced painful placement, complication during insertion, and nausea during insertion. She was given diclofenac. She always had complaints of the right coil. In (B)(6) 2009, the she experienced pain in pelvis / stabbing pain, serious because the event resulted in disability, increase or heavy blood loss during menstruation, pain during ovulation, pain during coitus, pain in leg / pain radiating to legs, pain in abdomen / cramps, lower back pain (dull pain around lower back like at contractions; back complaints at height of shoulder blades and shoulders and neck), pain in breast, pain at buttocks, loss of libido, tiredness, memory loss, concentration problems , swollen abdomen, vaginal secretion, vaginal fungal infections, tingling, feeling the implant, and heartburn. The consumer mentioned problems with movements and stated that she could not wear nice clothes due to swollen abdomen, mucus out of her body. She contacted a doctor and visited a gynecologist. Removal of essure was planned together with two fallopian tubes and uterus. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Fallopian tubes, uterus and essure devices removal was planned. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow-up received on 30-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Fallopian tubes, uterus and essure devices removal was planned. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. According to product technical complaint analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information will be obtained.